Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd posiflush¿ normal saline syringes the plunger was difficult to move. The following was received by the initial reporter: saline flushes are hard to push to get the saline to flow. The saline will come out if we push hard enough on the syringe but it usually makes a mess.

Manufacturer narrative:
The following fields have been updated due to additional information: d9: device available for eval?: yes. D9: returned to manufacturer on: 02-oct-2023. H6: investigation summary: it was reported the saline flushes were hard to push. To aid in the investigation, thirty samples in sealed packaging flow wraps were received for evaluation by our quality team. A visual inspection was performed, and no defects or imperfections were observed. Each sample was then tested for sustaining force, which is the force applied to the plunger rod while moving downwards when expelling the saline solution, and all results were within specification. A device history record review was completed for provided material number 306547, lot 3207548. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed, and a probable root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using the bd posiflush¿ normal saline syringes the plunger was difficult to move. The following was received by the initial reporter: saline flushes are hard to push to get the saline to flow. The saline will come out if we push hard enough on the syringe but it usually makes a mess.